Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert triggered.

Event description:
It was reported there was high right ventricular (rv) lead impedance, oversensing, noise and high sensing integrity counter (sic). A fracture of the pace-sense portion of the lead was suspected. It was further reported there was oversensing noted and the same oversensing was observed in bipolar and tip-coil configuration. Detections were temporary disabled and the pace/sense portion of the lead was capped and replaced. The high voltage coil of the lead remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was high defibrillation impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.